Manufacturer narrative:
Samples received: 4 unopened and 2 open racepacks. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. To analyze this complaint, we have received four closed samples and two open samples. We have checked the samples received and we have found that one of the needles (reference with double needle) in one of the closed samples received is already detached from the thread. Furthermore, one of the needles of one open samples received is detached from the thread, and the thread is still wound on the pack. We have tested the needle attachment of the closed samples received and two needles were detached from the thread during extraction from the pack. Therefore, the results do not fulfil the requirements of the european pharmacopoeia (ep). On the other hand, we have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.127 kgf in average and 0.115 kgf in minimum (ep requirements: 0.061 kgf in average and 0.015 kgf in minimum). Remarks: when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications regarding needle attachment, we conclude that the complaint is justified. Corrective/preventive actions: we opened a CAPA in order to avoid this kind of incidents in the future: (B)(4).

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: chile it was reported that the needles are detached from the thread and the threads are broken very easily.